Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 86-year-old female patient who had been admitted in with plan for a protected percutaneous coronary intervention (pci) for known coronary artery disease. She was known to have a critical left main coronary artery intervention planned. The team performed angiography at the case start and observed multiple aneurysm outpouches. The physician therefore made decision to place the longer length 14fr introducer and perclose for groin closure. The cp was placed and the multivessel coronary artery pci was performed and the cp was explanted. At the pump explant no fluoroscopy was performed to image the iliofemoral anatomy. After explant the groin was held for 10 minutes and no bleeding was observed. During the evening after explant the team reported the groin was oozing and that the lower abdominal aneurysm pouch will be intervened upon by the vascular surgeon. The intervention performed was reported to be inclusive of a covered stent placement and blood products infused back to the patient. The patient survived the event. Of note, the instructions for use does call out the contraindication of severe arterial disease. This patient had known aneurysm but, the pump was still placed for the pci support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.